Event description:
A 68 year old male pt was being transfused with platelets through the device and immediately experienced a hypotensive reaction of 170/70 mmhg to 50/30 mm gh. Hypotension occurred three consecutive days using apheresis and random donor platelets. Pt was than switched to another brand device with no reaction.